Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had diminished back light. The customer's blood glucose value was unknown. Customer reported insulin pump had random no delivery alarm and battery last less than seven days and insulin pump has rejected new batteries. The devices will not be returned for analysis.